Event description:
Patient's legal rep reported that after injection in the mid face with juvederm voluma xc, and concomitantly with unspecified dermal fillers in "other areas of the face", the patient experienced golf ball sized abscesses on each side of the face and inflammation at the injection site. Reporter stated that the adverse events "were found only where voluma had been injected". Approximately one month after injection, abscesses were drained and the patient began oral doses of amoxicillin and septra. The infection in the left cheek subsided, but not in the right cheek. Patient was also treated with other unspecified antibiotics. Approx three weeks later, upon the advice of their primary care physician, the patient went to the emergency room. The following day, cubivin and invanz IV were administered. Five days later, the patient began receiving in home nursing care and was put on a PICC line. The infection slowly improved, however significant scarring and disfigurement due to the infection remained. Approx two and half weeks later, the patient went to the (B)(6) for further unspecified treatment and consultation. Patient also had a f/u visit at the mayo clinic approx one month later and was informed that they would have to wait at least 6 months before seeking out any plastic surgery options to correct scarring and disfigurement. Approx six months later, the patient's infections flared up once again on both sides of the face. A nodule appeared on the left side, and both cheeks were inflamed, sore, and tender. Patient was immediately treated with injections of vitrase and oral doses of clarithromycin. One week later, the infection subsided.

Manufacturer narrative:
UDI#: na. Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of scarring, disfigurement, inflammation, infection abscesses, nodule, sore and tender are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.